Event description:
It was observed, during the device inspection. That the cysto-nephro videoscope exhibited foreign material inside the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the image sensor cable can result.¿. Based on the results of the investigation and the condition of the returned device, the specific foreign material found could not be identified. Consequently, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor the field performance of this device.